Event description:
When used as part of the nursemate with physio system, during cardiac electrophysiology cases, the smiths medical advisor vital signs monitor purportedly displayed inaccurate blood oxygen saturation levels (spo2) while patients were experiencing cardiac arrhythmias. The hospital has thus far refused to release the patient data required.

Manufacturer narrative:
Note: saint jude medical (sjm) integrates the smiths advisor monitor into its nursmate with physio system via (B)(4). Sjm does not modify the advisor in any way: nursemate records the tabular data output by the advisor. Clinicians utilize the advisor's display, alarms and controls directly. Two smiths advisors are located at (B)(6) hospital: (B)(4).